Event description:
It was reported that the customer got an alarm on the insulin pump, followed by a high pitched tone with no button response. Troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump could have been affected by electrostatic discharge. Nothing further was reported.

Manufacturer narrative:
The insulin pump was rec'd with a frozen screen on a full segment display mode due to a faulty component on the interface board. Unable to confirm the alarms due to the frozen screen. No blank display was noted.